Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. Visual inspection revealed misassembly of the main blower connector on the main circuit board. The main blower connector was plugged in properly to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an assembly issue during servicing of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.